Event description:
The customer stated that she was hospitalized with a low blood glucose of 9.0 mg/dl. The customer experienced low blood glucose for an hour after she gave herself too much insulin during bolus delivery. The customer could not recall if a set change had been performed prior to this. The customer stated the insulin pump was not exposed to any strong magnetic fields. She could not check the programming of the insulin pump as it was no longer in the customer's possession at the time of reporting the event, which she stated occurred between 2007 and 2009. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.